Event description:
It was reported that the ilet user experienced high glucose after being off the ilet for approximately five hours and then eating a large burrito upon reconnecting, with a highest reading of 401 mg/dl and subsequent readings trending down to 256 mg/dl. The infusion set was a steel set changed that morning and no device component malfunction was identified. Symptoms included hyperglycemia and irritability. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the pump, specifically being off therapy and subsequent management. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.